Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 12.1 mm ticml12.1 implantable collamer of diopter -14.00/3.0/086 (sphere/cylinder/axis) lens into the patient's right eye (od) on (B)(6) 2020. Accommodative spasms, refractive change overtime, and foggy vision were observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly on (B)(6) 2020, "the patient voiced a complaint of blurry vision only after work which would persist for minutes to hours." The problem was not resolved. Additional information has been requested but none has been forthcoming. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm, ticml12.1, 14.00/3.0/086, implantable collamer lens, into the patient's right eye (od). Accommodative spasms, refractive change overtime, and foggy vision was observed. Lens remains implanted. Cause of the event is reported as unknown. Reportedly, "at (B)(6) 2020 visit, patient voiced complaint of blurry vision only after work which would persist for minutes to hours." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.